Event description:
Reportedly, this device was explanted after approximately a 1 month implant duration due to mitral regurgitation and aortic endocarditis.

Manufacturer narrative:
H6: device not returned.